Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 9350269. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had a damaged barrel and faded scale markings. This occurred once each in lot 935026 and an unspecified lot. The following information was provided by the initial reporter: "pet owner reported, he's finding, needles are missing prior to injection stated, 1 syringe has a cracked barrel and needle bent, ((B)(6) 2021) stated, scale markings are faded on some syringes all these issues mentioned above, have happened with previous boxes but he does not have the lot#."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-07. H6: investigation summary: customer returned (2) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 9350269. Customer states that needles are bent. Both returned syringes were examined and both exhibited a slightly bent cannula. Customer returned (2) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 9350269. Customer states that the syringe has a cracked barrel. Both returned syringes were examined and one sample exhibited a cracked barrel around the 20 unit marking. Customer returned (2) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 9350269. Customer states that needles are missing. Both returned syringes were examined and no missing cannula was observed. A review of the device history record was completed for batch# 9350269. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure h3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had a damaged barrel and faded scale markings. This occurred once each in lot 935026 and an unspecified lot. The following information was provided by the initial reporter: "pet owner reported, he's finding, needles are missing prior to injection stated, 1 syringe has a cracked barrel and needle bent, ((B)(6)2021). Stated, scale markings are faded on some syringes all these issues mentioned above, have happened with previous boxes but he does not have the lot#".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9350269, medical device expiration date: 2025-01-31, device manufacture date: 2019-12-16. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had a damaged barrel and faded scale markings. This occurred once each in lot 935026 and an unspecified lot. The following information was provided by the initial reporter: "pet owner reported, he's finding, needles are missing prior to injection stated, 1 syringe has a cracked barrel and needle bent, ((B)(6) 2021) stated, scale markings are faded on some syringes all these issues mentioned above, have happened with previous boxes but he does not have the lot#".